Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was in clinical use at the time of the reported event. The issue occurred during the middle of the procedure and error messages came up. After the two restarts, the system was operational. No harm was reported to philips. A philips remote service engineer (rse) examined the system remotely and confirmed that the system stopped screening in middle of the procedure. Review of the logfiles showed software related issues. Upon troubleshooting, rse identified that the customer selects the procedure/protocol they want to use for the examination from the tsm. In this case, the tsm would not allow them to select the procedures. To resolve the issue, rse rebooted the system, rse suspects it's just a glitch. After the reboot, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system stopped screening in the middle of the procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.